Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement during a normal device change out. The patient was downgraded to a dr-t ICD, so this lead was not replaced. No adverse patient events were reported.